Event description:
Failure of the on/off button can lead to an inability to switch on the device which can contribute to an adverse event. No patient involvement.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault, as upon receipt the device could not be powered on with the returned pad-pak. Further investigation revealed the pad-pak cells had leaked and failed, resulting in low voltage output. This failure was root caused to moisture ingress, highlighted by significant dirt and moisture marks within the pad-pak. Inability to turn on the device, with the returned pad-pak, may have prevented or delayed defibrillation therapy, which could have resulted in adverse consequences should it have been used in a patient event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon its completion, a follow-up report will be submitted detailing the conclusions.

Event description:
Failure of the on/off button can lead to an inability to switch on the device which can contribute to an adverse event. No patient involvement.